Manufacturer narrative:
The unit was unable to prime during prime/compromised force sensor test and motor error alarm during basic occlusion test due to faulty force sensor resister (gold). The motor passed the motor test. The insulin pump was received with minor scratched display window, cracked case at display window corner, battery tube threads and reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The blood glucose reading was 156 mg/dl.